Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error. Customer's blood glucose value was unknown. The customer was not assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error due to moisture damage at the electronic assembly and force sensor. Device received with cracked case-corner of belt clip rails.